Manufacturer narrative:
Various performance tests designed to evaluate the operation and function of the instrument were performed by a leica field service engineer (fse) on (B)(4) 2011. Investigation of this complaint, which included eval of the instrument logs, that the "factory 12 hr xylene free" protocol started in retort a at 16:58pm on (B)(6) 2011 failed at 22:00pm on (B)(6) 2011 because reagent bottles (5 and 4 in turn) had become disconnected from the corresponding bottle presence sensor and the retort was unable to fill safely; leaving the cassettes either completely uncovered or only partially covered by fluid in an empty or partially empty retort for approx 10 hours which allowed the tissue to dry out and ultimately resulted in the sub-optimal tissue processing reported by the complainant. The root cause for the reagent bottles becoming disconnected from the corresponding bottle presence sensor could not be determined.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding a pressure failure involving peloris tissue processor (B)(4), and a service call was scheduled. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. In email correspondence of (B)(6) 2011 related to a subsequent incident involving the same instrument, which was notified to leica microsystems on (B)(4) 2011 and is the subject of a separate report, the complaint advised that a full report and gleeson score was not possible for one prostate biopsy. Leica microsystems was not advised either when the complaint was initially notified by the lab on (B)(6) 2011, or when the fse subsequently attended the customer site on (B)(4) 2011, that any pt sample(s) had been adversely affected in this incident. Info regarding whether re-biopsy of the pt involved was either required and/or performed has not been provided.